Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his battery pack. The pt's download revealed battery charger faults and battery pack faults on battery pack sn (B)(4). The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. As received, the battery would not charge in the charger or power on a monitor. Upon eval the battery had a full charge capacity of 357 mah, compared to specs of 1250 mah. The cause for the inability to charge or power on a monitor is the low full charge capacity. The root cause for the low full charge capacity cannot be positively identified but is likely defective cells. No adverse event resulted from the defective battery pack. The pt was issued a replacement battery pack.